Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. The device was replaced the same day. Additional information indicated that this rv lead exhibited high pacing threshold measurements and the physician decided to cap this lead while performing the device change. No additional adverse patient effects were reported.